Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a highest blood glucose of 372 mg/dl lasting several hours despite a supply change and no observed issues with the 23-inch, 6 mm infusion set, and the user administered manual insulin per prior healthcare guidance. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included self-management with manual insulin dosing and gradual resolution, with no hospitalization or professional medical intervention. Investigation included user interview, product-use review, and troubleshooting and education regarding pump pause and temporary disconnection while taking manual insulin. Investigation of this case revealed no device alarms, no evidence of infusion set leakage or occlusion, and no device malfunction identified, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.